Event description:
Insomnia, memory loss, stomach pains, loss of mobility in joints, bad migraine, brain fog, vaginal infections, nickel allergies, vision loss, auto immune symptoms, metalic taste, vaginosis, weight gain, bloating cramps, mood swings, depression, anxiety, panic attacks, early menopause, hot flashes, urinary tract infections, blurred vision, muscle cramps, loss of sex drive, low libido, and much more experience since having essure for 8 years.